Event description:
It was reported that following a cardiac catheterization, an angio-seal was used. The physician treated a patient with an occlusion in the right common femoral artery at the arteriotomy site. Several hours later, the patient complained of resting leg pain. The angiogram revealed an occlusion; therefore, the area was ballooned and a 6mm x 25mm stent graft was placed to restore blood flow. An angiogram was performed to the right leg. The physician reported that the pt had 2+ pedal pulses and blood flow was adequately restored to the extremity following the stent graft. The physician stated that the puncture site was on the high side in the right common femoral artery (cfa). The patient tolerated the procedure well and the angio-seal was not removed. There were no reported consequences to the patient. The name of the deploying physician is unknown.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.